Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, a pre-implant dilation with a non-medtronic 18 millimeter (mm) balloon was performed and a medtronic guidewire was placed. The first valve exhibited bending in the inflow area of the loader, and the valve became stuck in the loader during the loading process. Attempts were made to free the stuck valve using force and the tip guide tube. The system was replaced, and a second valve was loaded; however, the loading was performed too quickly. The staff member then took over the loading process, and the load check was satisfactory, allowing the procedure to continue with pre-dilation. During the first implantation attempt, the valve was positioned too high and required recapture. On the second deployment attempt, an infold in the mid-section of the valve was observed, likely due to the recapture. A third valve was subsequently loaded and released at an appropriate implantation height. Severe paravalvular aortic regurgitation was observed following implant, prompting post-dilation with a non-medtronic 18 mm balloon. The gradient measurement showed no significant values, and the patient remained hemodynamically stable. Angiography was performed after a waiting period for full valve expansion. No improvement was observed. A second post-dilation was performed using a non-medtronic 20 mm balloon, and residual aortic regurgitation was confirmed via echocardiogram.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 d6a h2 h3 h6 image review: 15 fluoroscopic cine loops of the pre-balloon dilation and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. Image 1 showed a clearly infolded valve which, based on the information provided in the report, is thought to be the second deployment attempt of the second valve after one recapture had already taken place. Image 2 displayed the severe paravalvular leak (pvl) that caused the implant team to first perform an 18 millimeter (mm) post-balloon dilation, which unfortunately did not show any improvement, and then successfully post-balloon dilation with a 20 mm vacs ii balloon. Image 4 shows the final result with residual aortic regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, while loading the first valve, the nurse loading the valve did not follow the instructions of the medtronic staff member. In order to secure a good load after the misload, the medtronic staff member took over and no misload was detected on fluoroscopy check while loading the second valve. A procedural delay resulted from the valve infold.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.